Event description:
It was reported that the valve seemed to get negative pressure or valve malfunction. The pt had complaints of headache, but recovered after the revision surgery.

Manufacturer narrative:
(B)(4). The device was patent and passed reflux testing. The valve performance met all established specifications for pressure-flow and preimplantation testing. The conditions of the complaint could not be duplicated by laboratory personnel. However, the valve failed leak testing due to a pinhole in the silicone dome by the reservoir. It is unk how or when this damage occurred. The instructions for use that accompanies the product cautions that care should be taken in handling the product as silicone had a low cut and tear resistance. It was reported that the valve seemed to get negative pressure. By design, the strata nsc valve does not include a siphon-control device. A review of mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.